Manufacturer narrative:
Further investigation is being conducted.

Event description:
In 2005, the patient was treated with four gore excluder aaa endoprosthesis. In 2006, the patient underwent a re-intervention and two additional endoprostheses were implanted. Further investigation is being conducted.